Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon the completion of this activity.

Event description:
The regional equipment specialist (res) reported that a loud popping sound occurred during the installation of a 2008t hemodialysis (hd) machine at the user facility. Upon inspection, the res found the plug for the 24 volt, from the power supply to the motherboard was burnt, which resulted in burn spots on the power supply and motherboard. The res replaced the motherboard and power supply to resolve the issue. Additionally, the res replaced the ui/mics board due to a "no front panel communication" issue. There was no patient involved as the issue occurred during the machine install. Following the parts replacement, the system was restored to full functionality. Functional testing performed by the res confirmed the machine was operating properly. The unit has been released to service at the user facility without issue. The defective components are available to be returned to the manufacturer for analysis.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The service documentation revealed that a loud popping sound occurred during the installation of a 2008t hemodialysis (hd) machine at the user facility. Upon inspection, the res found the plug for the 24 volt, from the power supply to the motherboard was burnt, which resulted in burn spots on the power supply and motherboard. The res replaced the motherboard and power supply to resolve the issue. Additionally, the res replaced the ui/mics board due to a "no front panel communication" issue. There was no patient involved as the issue occurred during the machine install. Following the parts replacement, the system was restored to full functionality. Functional testing performed by the res confirmed the machine was operating properly. The unit has been released to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. The res performed a visual examination which revealed the presence of burn spots on the power supply and motherboard. Therefore, the complaint has been deemed confirmed.